Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the wick was dry on the cap piercer causing the modular chemistry (mc) and cartridge chemistry (cc) crane motion errors. This affected the mc (gluc analyte) and cc (ck analyte) sides of the instrument. A clot was found on the wick as well. Mdrs associated with this event: 2050012-2011-05207, 2050012-2011-05208.

Event description:
The customer reported that erroneous glucose (gluc) or creatine kinase-mb isoenzyme (B)(4) results were generated on a synchron lx20 clinical chemistry system for two patients over two days. This report is two of two and represents the erroneous ck result generated on a synchron lx20 clinical chemistry system for one patient on (B)(6) 2011. The initial ck result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Upon repeat on the same instrument, the ck result was higher, regarded as valid and reported out of the laboratory. The customer could not provide the exact repeat result. No assay quality control issues were noted during the timeframe of this event. No sample collection/handling information or additional system information was provided by the customer.